Event description:
During a spinal procedure conducted at the user facility the accuracy of navigation was reported to have been inaccurate and would not allow surface matching. No medical interventions, adverse consequences or clinically significant delays were associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During a spinal procedure conducted at the user facility the accuracy of navigation was reported to have been inaccurate and would not allow surface matching. No medical interventions, adverse consequences or clinically significant delays were associated with the event.